Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the display was corrupted. The lcd was replaced and the unit functioned as designed.

Event description:
It was reported that the display has lines across it. There was no known impact or consequence to patient.